Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to myopotential oversensing. The smart pass feature on the device was deactivated due to poor signal amplitude and false atrial fibrillation episodes were due to undersensing of r-waves. The patient was scheduled for an in-clinic follow-up to complete troubleshooting. Troubleshooting was performed and oversensing due to myopotentials when performing maneuvers were noted. The plan is to schedule the patient for a revision procedure. The patient was discharged home in the meantime and the system was turned off. No additional adverse patient effects were reported. This s-ICD and electrode remains implanted but electronically deactivated.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to myopotential oversensing. The smart pass feature on the device was deactivated due to poor signal amplitude and false atrial fibrillation episodes were due to undersensing of r-waves. The patient was scheduled for an in-clinic follow-up to complete troubleshooting. Troubleshooting was performed and oversensing due to myopotentials when performing maneuvers were noted. The plan is to schedule the patient for a revision procedure. The patient was discharged home in the meantime and the system was turned off. According to the local boston scientific representative, the revision procedure has yet to be scheduled. No additional adverse patient effects were reported. This s-ICD and electrode remains implanted but electronically deactivated.